Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the device was shutting off and stimulation was surging. The patient had to go onto their patient programmer to turn stimulation back on. The patient had lost a lot of weight and the implantable neurostimulator (ins) was loose in the pocket but the device orientation was checked and correct. The amplitudes for different positions were adjusted in an attempt to stop the device shutting off and surging even when the patient did not change position. Impedance testing was performed and came back with normal results. The patient had good coverage and pain relief. They used group b 100%. Programming adjustments were made to the following settings: b1 5-14+15+ pw 450 r 4.8 customize maximum amplitude lockout @ 5.6 back/left leg b2 14+15- pw 450 r 40 a 4.4 customized maximum amplitude lockout @ 5.6. During the meeting, the patient's ins had too low of energy to show the patient how to use the programmer but the patient was provided information regarding programming instructions. The patient had stated that they often want to turn stimulation up on their back and not their right leg. Their charging was going well. No further complications were reported.